Event description:
It was reported that during a da vinci-assisted surgical procedure a non-recoverable error 25759 occurred on universal surgical manipulator (usm) 3. The caller reported the error happened while removing an instrument and/or during undocking on arm 3. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to confirm the reported complaint; however, the fse replaced the universal motion controller (umc) board. The first umc was not working so the fse had to use another umc to resolve the issue. The system was tested and verified as ready for use. One umc board involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The second umc board has not been received by isi for evaluation.